Event description:
The customer reported that the device intermittently displayed a red x.

Manufacturer narrative:
(B)(4): the customer reported that the device intermittently displayed a red x. The device was evaluated at philips. The symptom was further clarified to be an intermittent hang on power up. The device was repaired by replacement of the processor pca. The device passed all testing and was returned to the customer.